Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent did not deploy correctly.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 4-jan-2026. Additional questions received on 04-dec-25 was the product inspected before use? Yes what was the target location? Biliary track please advise the anatomical location of the intended target site. No did the patient exhibit difficult anatomy (n/a, tortuous, altered)? If altered please indicate the procedure type (e.g., cholodochojejunostomy) details of the wire guide used (diameter, type, make)? Cook wire metii-35-480 what endoscope type and channel size was used? Duodenoscopy olympus was pre-dilation/post-dilation performed? No what was the position of the elevator? N/a, open, closed was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no n/a was the directional button pressed during use? N/a, yes, no no was there resistance felt passing wire guide through stricture? N/a, yes, no ( normal ) was there resistance felt passing the evolution through stricture? N/a, yes, no was resistance encountered when advancing the delivery system to the target location? (If resistance was felt how did the physician deal with the resistance encountered?) Was the yellow marker kept in view during deployment? N/a, yes, no yes did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) No what was the position of the elevator during advancement/deployment/removal? Removal did the patient require any additional procedures as a result of this event? N/a, yes, no ( another stend ) what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day is the device available for return to cirl? If so, please provide tracking details for returned device yes were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2340492 involved in this complaint was returned open and without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 07 jan 2026. During the evaluation, the following was noted: visual inspection: device returned with protective tubing in place safety wire returned separately direction button in deploy position red marker past point of no return bunching observed on flexor approx. 12cm to 16cm from white tip and braided coil appears to be damaged/protruding from flexor. Functional inspection: handle actuating fine for deployment and recapture unable to deploy stent handle opened , outer sheath separated from shuttle all other components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2340492. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause cannot be concluded. A possible root cause may be concluded based on capa00209 findings. A possible root cause may be attributed to a manufacturing issue as inconsistencies in the coating process has been identified. The root cause of the issue reported is most likely a result of bunching resulting from inconsistencies in the coating process which led to higher friction forces for the larger stent sizes. Bunching noted during the lab evaluation likely occurred during stent deployment due to high friction force and likely caused the outer sheath to separate from the shuttle resulting in the deployment issue reported by the customer and the damage seen to the braided coil in the device evaluation. Confirmation of complaint: the complaint reported by the user was confirmed based on visual/functional inspection. Corrective action/correction CAPA-00209 has been initiated and will document all necessary action required as result of this issue. Summary of investigation according to the initial complaint reported, the stent did not deploy correctly confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. And the patient did not require any additional procedures due to this occurrence. A new stent was used to complete the procedure. A possible root cause can be attributed to a manufacturing issue as inconsistencies in the coating process has been identified.